Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient had a (B)(6) infection at the incision site. The patient stated there was an emergency surgery to clean out the site. The patient stated there was nothing wrong with the battery, there was an ¿upset¿ stitch. The patient reported they used a topical antibiotic ¿ bactrim. The patient stated they have recovered from the infection. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.